Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during an unspecified procedure, the device would not cross the lesion. The stent became dislodged, but was easily retrieved from the pt (unk method). There was no reported adverse pt effect. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member and in the guide wire lumen. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The proximal half of the stent implant was slightly smashed. There were multiple bends in the entire length of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the inner and outer member 8.5 cm distal to the guide wire exit notch. There was no damage noted to the tip. There was no other damage noted to the sds. The protective sheath was returned. The tip length was measured and met mfg criteria. The inner diameter of the flared end of the protective sheath was measured and met mfg criteria. The stent implants outer diameter measurements could not be taken due to the damage. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.